Event description:
It was reported that the core impaction drill overheated during a procedure. The procedure was completed with the same device without any delay; no adverse event was associated with the device.